Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. The customer stated that there was no patient involvement. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8110 syringe module v8.5.6 r. Case description: customer called due to replacing the pressure sensing disc, performing calibration, and the unit will still not pass the disc accuracy test (sn:(B)(4)). Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: customer stated they are sure everything was seated correctly after replacing pressure disc. Informed the customer they may have a logic board issue, and to send in for repair. Recommended customer reinstall old pressure sensor. Customer will call back with a purchase order to send in for repair. Ended call.